Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report the insulin pump alarmed for button error. Blood glucose reading was 108 mg/dl. The customer stated the insulin pump might have had water splashed on it at the beach. Advised that the insulin pump will be replaced. Nothing further reported.